Event description:
The customer stated she was sprayed in her eye with bleach while troubleshooting a cell-dyn ruby analyzer for falsely decreased mcv results. The customer was not wearing protective eyewear at the time of the injury. The customer immediately cleaned her eye with water and did not seek medical attention. The falsely decreased mcv results were resolved by the cleaning. There was no adverse impact to patient management or to personnel reported.

Manufacturer narrative:
(B)(40. Eye injury. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer's issue was resolved by cleaning the flow cell. The operator was cleaning the flow cell with 5% hypochloride when the splash occurred. The operator was not wearing protective eyewear during the troubleshooting procedure. A colleague immediately washed the operator's eye with water. The operator did not seek medical attention and stated she was ok. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.